Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and inconsistent sensing. This ra lead was surgically abandoned and was replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.